Manufacturer narrative:
Method: the device has been received by the MFR and is currently pending an eval and investigation. Results: a review of the device history record (DHR) was conducted for the lot number provided, and the device passed all mfg specs prior to release. Conclusions: a f/u report will be filed when the investigation and eval of the suspect device is completed. Info from this incident will be included in our product complaint and MDR trend reporting system. Add'l investigation may arise from ongoing analysis, trend info, or other analysis as appropriate.

Event description:
Drug/diluent: 0.2% ropivacaine. Fill volume: 750 ml. Flow rate: 8 ml/hr. Procedure: nuss procedure. Cathplace: thoracic area. The nurse stated medication was delivered about 30 hours too fast. No adverse event to the pt was reported. Pump filled time: (B)(6) 2013, 1558. Start infusion time: (B)(6) 2013, 1930. End infusion time (B)(6) 2013, 0800. Set rate was 4ml on both saf's. The pt is in good condition.